Event description:
A malfunction was reported with the displayed code malf 24, and it was noted that the fault ID was 0x2219. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Tandem technical support instructed the customer to return the faulty pump and arranged to send a replacement pump with updated software. Additionally, training would be provided for the replacement pump through the customer's source account.